Event description:
Pt undergoing preparation for CT scan with contrast medium via power injector. Contrast cartridge was not filled with contrast. Pt received approx 120cc of air. A gas bubble was confirmed in the pt's right ventricle. Pt transferred for hyperbaric oxygen therapy.